Event description:
A report was received that the patient underwent a pocket revision due to discomfort. The physician repositioned the ipg from the left side to the right side. The patient is reportedly doing well following the procedure.